Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial# unknown, implanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that both of the lead wires implanted "came out" last night after she got home. No symptoms were reported and no further complications were noted or anticipated.